Event description:
It was reported that a call from a patient stated that the pump was beeping. Patient was able to start the back-up pump with minimal interruption to therapy. No adverse patient effects were reported.